Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: preliminary analysis confirmed the reported field experience of no output and no telemetry. Further testing revealed these conditions were due to lifted battery bond wires.

Event description:
Asku